Event description:
It was reported that a female patient underwent a breast augmentation surgery with a 335cc mentor memorygel xtra breast implant. Post-operatively, the patient experienced baker grade iii capsular contracture of the left breast, which was confirmed during a physical exam. As a result, the patient underwent removal on an undisclosed date. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly.

Manufacturer narrative:
Mentor received a photo of the device for analysis. Photo evaluation summary: upon visual evaluation of the image provided in the complaint no apparent damage or visual anomalies were observed. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 02, 2023, mentor received additional information as well as the device for evaluation. The patient's date of explant was added as (B)(6) 2023. The patient's initials were added as (B)(6). On june 07, 2023, mentor completed a visual inspection of the returned device. Device evaluation summary: during visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 23, 2023, mentor received additional information. Date of event was updated to january 04, 2023. Date of implantation was updated to (B)(6), 2022. Date of explant was updated to (B)(6), 2023. Manufacturer¿s reference number: (B)(4).